Event description:
It was reported a patient's right ventricular (rv) lead presented with high defibrillation impedance and a fracture. The lead was capped and replaced in a procedure on (B)(6) 2025. Post-procedure the patient status was stable.